Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed and then inadvertently cut by the physician. The lead was not used and another lead was implanted. The replacement rv lead was capped because an implantable pulse generator (ipg) was not implanted yet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.